Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insulin leaked past the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip plunger during use. The following information was provided by the initial reporter: "caller reported the insulin leaked from the syringe plunger".

Event description:
It was reported that insulin leaked past the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip plunger during use. The following information was provided by the initial reporter: "caller reported the insulin leaked from the syringe plunger".

Manufacturer narrative:
H.6. Investigation summary one 3ml syringe received, sample was evaluated for visual defects and leakage test performed. Upon observation, the barrel was damaged. Possible root cause is due to damages in the transport bowl process of syringes. In (B)(6) 2020 the revision of the upper guide of the barrel bowl was carried out and it was included in the semi-annual maintenance plan, with the reported batch being manufactured prior to the implementation of the improvement activity. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.